Event description:
The pt was seen at the implant center for device evaluation in 2000. Testing conducted at the ctr demonstated the system was no longer functioning. Device explantation took place in 2000.